Manufacturer narrative:
On march 29, 2024, mentor became aware of a discrepancy in the event description from the initial report. The event description in section b5 should have been as follows: it was reported that a female patient underwent a breast augmentation revision with a 525cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a similar device. Manufacturer¿s reference number: (B)(4) on march 29, 2024, mentor became aware of a discrepancy in the event description from the initial report. The event description in section b5 should have been as follows: it was reported that a female patient underwent a breast augmentation revision with a 525cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a similar device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed with an MRI. As a result, the patient underwent explantation on (B)(6) 2024.